Event description:
A distributor reported a cartridge alarm during pumping, identified as alarm 20. It was confirmed that the customer's blood glucose level did not exceed 500 mg/dl. Despite being assisted by technical support in loading a new cartridge, the issue persisted, preventing the resumption of insulin therapy. The customer was advised to use multiple daily injections (mdi) as a backup therapy. Technical support decided to replace the pump, provided instructions for returning the defective pump, and confirmed the shipping address for the replacement.